Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included depression, anxiety and multigravida. Previously administered products included for birth control: mirena. Concurrent conditions included heavy periods, yeast infection, menorrhagia, abdominal pain and low back pain. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered device dislocation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 02-apr-2018: plaintiff fact sheet and medical record: reporters, patient demographic, historical condition and drug, concomitant disease and essure lot number and events (pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia) and device ineffective were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 39-year-old female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6)2016, (B)(6)2014, (B)(6)2002). Previously administered products included for birth control: mirena. Concurrent conditions included depression since july 2016, anxiety since july 2016, heavy periods, yeast infection, menorrhagia, abdominal pain and low back pain. Concomitant products included bupropion (wellbutrin) since july 2016, clonazepam (klonopin) since july 2016, phentermine since 2015 and prenatal vitamins. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, 1 month 20 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In october 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with fluconazole (diflucan) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, menorrhagia and vulvovaginal mycotic infection had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new reporters, pregnancy information, historical condition treatment and concomitant medication, new event yeast infection added. Outcome for the events: yeast infection., menorrhagia, vaginal haemorrhage added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 39-year-old female patient who had essure (batch no. C26966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2016, (B)(6) 2014, (B)(6) 2002). Previously administered products included for birth control: mirena. Concurrent conditions included depression since (B)(6) 2016, anxiety since (B)(6) 2016, heavy periods, yeast infection, menorrhagia, abdominal pain and low back pain. Concomitant products included bupropion (wellbutrin) since (B)(6) 2016, clonazepam (klonopin) since (B)(6) 2016, phentermine since 2015 and prenatal vitamins. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 20 days after insertion of essure, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with fluconazole (diflucan) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the vaginal haemorrhage, menorrhagia and vulvovaginal mycotic infection had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery for removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.